Manufacturer narrative:
Due to the litigation process, little detail is available to aid in this investigation at this time. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibia. The patient was implanted with a persona tibial component and tm patellar component on (B)(6) 2015. It is reported that the patient is experiencing limited range of motion (rom). The patient also noted that their knee was loose but not specific to where it was loose. The patient reports that they never had good rom, which is their primary complaint (there is no mention of pain or other adverse events). The patient underwent physical therapy for 6 months which the patient states did not help. On (B)(6) 2015, the patient had a manipulation procedure by dr. (B)(6) which also did not help. On (B)(6) 2015 the patient had a revision surgery where only the patella was replaced. Summary: the patient received a tm patella on (B)(6) 2015 and on (B)(6) 2015, was revised with an all poly patella. Note that the persona tibia is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.